Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the tubing leaked during feeding and food poured all over the pump.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. No physical samples were returned to the manufacturing site for evaluation. A picture was provided by the customer. After examining the picture, the tubing was seen detached from the mistic. Based on the available information and not being able to test a physical sample, the reported condition could not be confirmed since no root cause could be determined relating to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes. If additional information or a physical sample is received, this investigation will be reopened.